Event description:
I was given a gift called snow teeth whitening system. The box is stamped FDA. The system includes an led light, whitening serum and sensitivity serum. With the system, there are a few basic instructions but I had to look up the snow web page to fully understand the instructions and found that the box instructions do not follow the online instructions completely. My concern is while they stamped FDA on the box, why are there no ingredients listed for the liquid serums? After I used the product, the next day I was sick. I tried it again being very careful not to swallow any serum and again I was sick. I sent an email to (B)(4) requesting the ingredients but no response. The product is from the (B)(4). I also sent an email to their (B)(4) address and no response.